Manufacturer narrative:
A tear was observed in the exposed portion of the cannula resulting in fluid leaking from the fluid path. This tear can be confirmed as the cause of the reported leaking during wear event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 5 and 24 hours. The pod was leaking insulin. As treatment, a new pod was applied. The device investigation observed an exposed cannula damage and fluid leakage during testing.